Event description:
Pt was involved in a motor vehicle accident on 6/17/92 which resulted in a back injury. On 1/26/94 he underwent spinal fusion procedure l4 to l5. Within 2 months the construct came apart and a screw may have been broken. On 3/18/94, the instrumentation was removed and replaced. It is still implanted and the last available x-ray (8/94) indicates that the hardware is intact and the fusion is maturing.